Event description:
Patient (pt.) Requested epidural, certified registered nurse anesthetist (crna) at beside. 1st poke and epidural, pt. Complained of constant pain and pressure so crna pulled epidural and restarted. 2nd epidural was successful. When crna went to flush the "clamp style catheter connector" it didn't flush. So crna had to open a second epidural kit. This connector was able to flush and was successful. At a later time, crna was called because the epidural catheter was found on the bed with no connector and the pt. Was painful. A third epidural kit was opened by crna to use a new connector. This connector would not flush and her epidural catheter had to be removed by crna. A new epidural had to be placed and a fourth epidural kit was opened to do this, crna stated that this went vascular and was unable to be used. A fifth epidural kit was opened and this resulted in a successful epidural. Medsun reporter was unable to locate all the lot numbers but was able to find two. Medsun reporter unaware of what kit these were from.